Manufacturer narrative:
(B)(4): physio-control advised the customer that their device is no longer supported by physio. It was later confirmed by the customer that they have removed the device from service and are in the process of obtaining a replacement unit. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a recent training session he (the CPR instructor) placed a set of defibrillation electrodes on to himself in order to demonstrate how the device works. The customer advised that during this demonstration, the device would not advance beyond the "connect electrodes" voice prompt, indicating that the device was unable to detect that he was connected. It is unknown what brand of defibrillation electrodes were being used at the time of the event, their expiration date, or if they had been previously opened/used during prior training sessions. Physio-control has made numerous attempts to contact the customer and obtain additional details; however, those attempts have been unsuccessful and no response from the customer appears to be forthcoming.